Event description:
It was reported to minimed that the customer experienced hyperglycemia and elevated ketones due to inaccurate sensor readings and sensor fell off. The customer reported symptom like vomiting. The customer reported blood glucose value of 538 mg/dl was treated in hospital with manual injection. The event involved product(s) mmt-1884, mmt-7040b, mmt-431ag, mmt-342 and mmt-7040a. Troubleshooting was performed and the and the discrepancy between the sensor glucose value of 154 mg/dl and blood glucose value of 370 mg/dl were not within the target range. The customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-1884, mmt-7040b, mmt-431ag, mmt-342 and mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. This is 3 of 3 medwatch reports regarding this event.